Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation fallopian tubes') in a 21-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are 02 essure coils in the region of right fallopian tube". The patient's previously administered products included for an unreported indication: terazol on (B)(6) 2011. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), metronidazole (flagyl), naproxen (motrin) and tinidazole (tindamax). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menopause ("perimenopause"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain"), the first episode of vaginal discharge ("vaginal discharge bad odor") and the second episode of vaginal discharge ("vaginal discharge bad odour"). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, menopause, cystitis, urinary tract infection, vaginal infection, pelvic pain and the last episode of vaginal discharge outcome was unknown. The reporter considered cystitis, device breakage, fallopian tube perforation, menopause, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua, complications (comments: right cornua device applied without coils visible and therefore repeated with second device), patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there are 02 essure coils in the region of right fallopian tube ,sequentially no contrast is see extending beyond the distal marker of the outer coil in the more proximal coil. The right fallopian tube appear to be excluded there are single essure coil in place of left , no contrast is seen entering into the left fallopian tube, the left fallopian tube is occluded.. Imaging procedure - on (B)(6) 2012: essure confirmation test unspecified result-not provided. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: lot number, reporter information were added. Lab data was updated. New event added:multiple essure micro-inserts inserted in one fallopian tube (nos). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("breakage") and fallopian tube perforation ("perforation fallopian tubes") in a 21 year-old female patient who had essure inserted (lot no. 922612) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("there are 02 essure coils in the region of right fallopian tube"). There was no information on the patient's medical history or concurrent conditions. Previously administered products included: terazol [terconazole]. Concomitant products included norco (hydrocodone bitartrate;paracetamol), motrin [naproxen], tindamax (tinidazole), flagyl [metronidazole] and depo provera (medroxyprogesterone acetate). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2012. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), menopause ("perimenopause"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain"), a first episode of vaginal discharge ("vaginal discharge bad odor") and a second episode of vaginal discharge ("vaginal discharge bad odour"). The patient was treated with surgery. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered cystitis, device breakage, fallopian tube perforation, heavy menstrual bleeding, menopause, pelvic pain, urinary tract infection, the first episode of vaginal discharge, the second episode of vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure administration. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua, complications (comments: right cornua device applied without coils visible and therefore repeated with second device), patient tolerated placement without difficulty. Date(s) of insertion: (B)(6) 2010. Date(s) of removal: (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: there are 02 essure coils in the region of right fallopian tube ,sequentially no contrast is see extending beyond the distal marker of the outer coil in the more proximal coil. The right fallopian tube appear to be excluded there are single essure coil in place of left , no contrast is seen entering into the left fallopian tube, the left fallopian tube is occluded. [Imaging procedure] on (B)(6) 2012: essure confirmation test unspecified result-not provided. Lot number: 922612. Manufacture date: 2011-11. Expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("breakage") and fallopian tube perforation ("perforation fallopian tubes") in a 21 year-old female patient who had essure inserted (lot no. 922612) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("there are 02 essure coils in the region of right fallopian tube"). There was no information on the patient's medical history or concurrent conditions. Previously administered products included: terazol [terconazole]. Concomitant products included norco (hydrocodone bitartrate;paracetamol), motrin [naproxen], tindamax (tinidazole), flagyl [metronidazole] and depo provera (medroxyprogesterone acetate). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), menopause ("perimenopause"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain"), a first episode of vaginal discharge ("vaginal discharge bad odor"), a second episode of vaginal discharge ("vaginal discharge bad odour"), genital haemorrhage ("genital bleeding"), abdominal pain ("abdominal pain ") and psychological trauma ("psychological trauma"). The patient was treated with surgery. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, cystitis, device breakage, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, menopause, pelvic pain, psychological trauma, urinary tract infection, the first episode of vaginal discharge, the second episode of vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure administration. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua, complications (comments: right cornua device applied without coils visible and therefore repeated with second device), patient tolerated placement without difficulty. Date(s) of insertion: (B)(6) 2010. Date(s) of removal: (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: there are 02 essure coils in the region of right fallopian tube ,sequentially no contrast is see extending beyond the distal marker of the outer coil in the more proximal coil. The right fallopian tube appear to be excluded there are single essure coil in place of left , no contrast is seen entering into the left fallopian tube, the left fallopian tube is occluded. [Imaging procedure] on (B)(6) 2012: essure confirmation test unspecified result-not provided. Lot number: 922612, manufacture date: 2011-11, and expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-may-2023: upon internal finding this case was found to be duplicate of case (B)(4). All events (genital bleeding, abdominal pain & psychological trauma), references, source documents , reporter are transferred to this. Product start date & stop date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and fallopian tube perforation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test unspecified result-not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation fallopian tubes') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terazol on (B)(6) 2011. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), metronidazole (flagyl), naproxen (motrin) and tinidazole (tindamax). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menopause ("perimenopause"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge bad odor") and vaginal odour ("vaginal discharge bad odour"). The patient was treated with surgery. Essure was removed in (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, menopause, cystitis, urinary tract infection, vaginal infection, pelvic pain and vaginal discharge outcome was unknown. The reporter considered cystitis, device breakage, fallopian tube perforation, menopause, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test unspecified result-not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events were added: abnormal bleeding (vaginal), menorrhagia, perimenopause, infection (bladder), urinary tract infection, vaginal infection, pain, vaginal discharge bad odor. Reporter information were updated and patient history, historical drugs and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("breakage") and fallopian tube perforation ("perforation fallopian tubes") in a 21 year-old female patient who had essure inserted (lot no: 922612) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("there are 02 essure coils in the region of right fallopian tube"). There was no information on the patient's medical history or concurrent conditions. Previously administered products included: terazol [terconazole]. Concomitant products included norco (hydrocodone bitartrate; paracetamol), motrin [naproxen], tindamax (tinidazole), flagyl [metronidazole] and depo provera (medroxyprogesterone acetate). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), menopause ("perimenopause"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain"), offensive vaginal discharge ("vaginal discharge bad odor"), malodourous vaginal discharge ("vaginal discharge bad odour"), genital haemorrhage ("genital bleeding"), abdominal pain ("abdominal pain ") and psychological trauma ("psychological trauma"). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, cystitis, device breakage, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, menopause, pelvic pain, psychological trauma, urinary tract infection, offensive vaginal discharge, malodourous vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure administration. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua, complications (comments: right cornua device applied without coils visible and therefore repeated with second device), patient tolerated placement without difficulty. Date(s) of insertion: on (B)(6) 2010. Date(s) of removal: on (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: there are 02 essure coils in the region of right fallopian tube, sequentially no contrast is see extending beyond the distal marker of the outer coil in the more proximal coil. The right fallopian tube appear to be excluded there are single essure coil in place of left, no contrast is seen entering into the left fallopian tube, the left fallopian tube is occluded. [Imaging procedure] on (B)(6) 2012: essure confirmation test unspecified result-not provided. [Pathology test] (date unknown): final diagnosis: a. Right and left fallopian tubes, excision transected fallopian tube segments. Single implantable. Device present. Gross description: a. Received in formalin; designated: "right and left fallopian tubes with essure coils" inventory: unoriented fallopian tube segments; one fallopian tube segment with attached essure coil. (A1) fallopian tube without essure coil, 3 pcs. (A2) fallopian tube with removed essure coil, 2 pcs. Lot number: 922612, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : surgical pathology reports were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation fallopian tubes') in a 21-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are 02 essure coils in the region of right fallopian tube". The patient's previously administered products included for an unreported indication: terazol on (B)(6) 2011. Concomitant products included hydrocodone bitartrate; paracetamol (norco), medroxyprogesterone acetate (depo provera), metronidazole (flagyl), naproxen (motrin) and tinidazole (tindamax). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menopause ("perimenopause"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain"), the first episode of vaginal discharge ("vaginal discharge bad odor") and the second episode of vaginal discharge ("vaginal discharge bad odour"). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, menopause, cystitis, urinary tract infection, vaginal infection, pelvic pain and the last episode of vaginal discharge outcome was unknown. The reporter considered cystitis, device breakage, fallopian tube perforation, menopause, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua, complications (comments: right cornua device applied without coils visible and therefore repeated with second device), patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there are 02 essure coils in the region of right fallopian tube ,sequentially no contrast is see extending beyond the distal marker of the outer coil in the more proximal coil. The right fallopian tube appear to be excluded there are single essure coil in place of left , no contrast is seen entering into the left fallopian tube, the left fallopian tube is occluded. Imaging procedure - on (B)(6) 2012: essure confirmation test unspecified result-not provided. Lot number: 922612, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and fallopian tube perforation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test unspecified result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet- events breakage and perforation fallopian tubes were added. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.